Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4).

Event description:
The reporter stated the surgeon implanted an aq5010v silicone three piece lens as a piggy-back lens on (B)(6) 2011. The lens was implanted on top of a different model lens. The lens was explanted on (B)(6) 2011 due to the patient was having vision problems. The incision was enlarged to remove the lens and sutures were required. Upon removal of the lens, the patient's vision had improved. The patient's va was 20/20+ and the patient had negative dysphotopsia. The manufacturer's labeling does not address the piggybacking of lenses and is off-label use.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found pieces of the lens optic torn off and missing. One haptic was bent. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a possible cause of the event is the off-label use of the lens. (B)(4).